Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. . A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6)2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported the cortrak ng tube ¿blew¿ apart due to excessive force from a syringe when trying to unclog the tube. This happened in the patient¿s home and not in the hospital; the patient had to come back in [to the hospital] to have over half of the tube removed (from the patient).

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed: the tubing had signs of damage and discoloration; the tube was flushed through the y connector (proximal end) and resistance was felt while flushing, after a couple of attempts, some brownish substances were flushed out of the tube. The returned portion of the tubing was manually pressed back together, and it was noted there were thin layers of the material on the ballooned portion of the tube; all breaking points exhibited brownish dried material residue. Testing of the sample identified multiple split/tears, which were the areas of tubing burst. The 1st burst area was located approximately 112cm to 110cm, (the markings are smeared and hard to see). The 2nd burst area was located approximately 44cm to 43cm, (the 43rd cm and beyond portion of the tubing was not received). The burst areas were viewed under magnification (20x); the tubing appeared to have expanded to form a balloon shape which burst in multiple directions causing a separation of the tubing into pieces. The reported event could be confirmed as reported; however, the root cause is undermined. All information reasonably known as of 13 oct 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.